Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to t wave oversensing. Technical services (ts) provided a review of the episode, noted the patient had larger t waves, and discussed the patient had poor r-t ratios. Ts recommended a treadmill to confirm behavior in all vectors. This s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to t wave oversensing. Technical services (ts) provided a review of the episode, noted the patient had larger t waves, and discussed the patient had poor r-t ratios. Ts recommended a treadmill to confirm behavior in all vectors. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received the physician decided to disable tachycardia therapy. This s-ICD remains implanted. No adverse patient effects were reported.